Event description:
It was reported that patient was revised on a left knee due to instability.

Manufacturer narrative:
Manufacturing date corrected. An event regarding instability involving a triathlon cs insert was reported. The event was not confirmed. Device evaluation not performed as no items were returned. Medical evaluation not performed as no medical records were provided. Device history review. There have been no reported relevant discrepancies for the referenced lot. Complaint history review. There have been no reported similar events for the lot referenced. The reported event could not be confirmed with the limited information provided. No further investigation for this event is possible at this time.

Event description:
It was reported that patient was revised on a left knee due to instability.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Device not returned.